Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a dissection occurred. The 80% stenosed lesion being treated was located in the moderately calcified, moderately tortuous mid right coronary artery (rca). The lesion was not predilated. The physician deployed a 2.75x32mm taxus liberte drug eluting stent. About one hour post the stenting procedure, the pt came back to the cath lab presenting with chest pain and a dissection. The dissection was distal to the stent, heading into the posterior descending artery (pda). The physician ballooned the stent and implanted three more stents to treat the dissection. The physician does not believe the taxus liberte caused/ contributed to the vessel dissection. The physician believes the dissection was due to the pt having friable vessels. Pt status reported as "fine".